Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad button symbols were observed to be worn. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
A family member reported that the ok button was sticking. She stated that this issue caused a bolus to be cancelled on one occasion. She reported that on another occasion the ok button got stuck and the prime step did not stop, emptying the cartridge. She confirmed that the keypad was intact. The patient reportedly wore the pump in a pump case attached to a belt and the patient did not clean the pump.